Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's buttons were unresponsive. She received an unexpected restart alarm. The insulin pump was exposed to sweat. Customer's blood glucose level was 182 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the reset error test with no alarm. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads and a cracked belt clip slot.